Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio iq meter displayed inaccurately erratic results. The complaint was classified based on the customer service representative (csr) documentation following a review of the call by a senior csr. The patient reported that at 3:08 pm on (B)(6) 2018, he obtained alleged inaccurately erratic blood glucose results of ¿6.9, 7.5, 2.6, 5.0, 7.2 and 1.2 mmol/l¿, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs¿ criteria for precision. The patient manages his diabetes with insulin, but indicated that he had not taken insulin prior to obtaining the reported results; he indicated he had followed his usual diabetes management routine. He mentioned that after getting a low reading, he contacted the emergency medical services (ems), he ¿lost consciousness¿ and was taken to the hospital. He reported that a blood glucose result of ¿0.9 mmol/l¿ was on an unknown device and he was treated with a glucagon injection by the healthcare professionals at 3:35 pm on (B)(6) 2018. . During troubleshooting, the csr confirmed that the subject meter had been in use for a week and was set to the correct unit of measure. The patient confirmed that his blood glucose results were from the same approved sample site. The csr noted that the patient¿s test strips were within expiry date and had been stored correctly in an intact vial. A replacement meter and test strips were sent to the pharmacy. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after obtaining alleged inaccurately erratic blood glucose results on the subject meter after following his normal diabetes management routine.